Event description:
The pump was returned for investigation. Investigation revealed a missing bolus button keypad cover and dim display. This report is made based on results of the investigation performed on 01/06/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2015 with the following findings: investigation revealed the display screen was dim. The bolus button cover was missing; the bolus button was inoperable due to the missing button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(4).